Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, missing shell and patch and underweight. A visual and microscopic analysis was performed which identified broken crease sharp, crease folds and stress marks. Based on the device analysis the final assessment is: a broken sharp crease son radius assessed as a fold flaw opening. As a portion of the shell and patch were missing, the assessment is inconclusive.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.